Manufacturer narrative:
(B)(4). The following additional information was received: the product vcp493h not available to return.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlk410 batch number, and no non-conformances were identified. The following additional information was obtained: was the whole suture separated from the whole needle while in use on patient? N/a. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure for each reported product code? 3 products involved with issue however customer already discarded the products. Are representative and unused samples being returned as well for evaluation? Yes, the same products lot were returned as representative. Note: events reported via medwatch 2210968-2019-86538,2210968-2019-86539.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was easily ripped off from the swage. It is unknown how the procedure was completed. There were no adverse patient consequences reported.